Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as patient had access to poor source of water due to poor environment. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. The same day as the event on set, the antibiotics were discontinued. Thirteen days later, the patient had recovered. No additional information is available.